Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0v67v, implanted: (B)(6) 2015, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had already gotten a CT scan and that didn't provide the results they wanted for the issue she had and now an MRI was needed. The MRI was ordered of the head to find out if the patient has "ménière's. She had been to 3 or 4 "ent's" and a neurologist about the issue. She didn't know if the ménière's was caused by the device or not. Patient stated her healthcare provider for the device didn't think it was possible that it was related to the device but the patient stated she thinks it might be. She had vertigo and tinnitus. She had gone to the ER for vertigo which resulted in a 5 days hospital stay. She couldn't even walk, she was so dizzy and they put her in the stroke unit and did tests on her neck but ended up ruling out a tia (minor stroke). She still had vertigo and was very sensitive to lights and to large numbers of people being around her made her dizzy. The patient stated that she thinks the "ménière's" could be related to the device because her implant had moved around quite a bit in its pocket. The lead was on the sacral nerve which sent signal to her brain where the problems were. The patient also stated that she does a lot of walking for her job and the area around the device had swollen up and hurt. She had probably lost 10 lbs which had contributed to the device moving out of its pocket. The hcp offered to go in and revise the device but she was just going to wait until the battery died in the device and would get it replace when she needed to. She had already had 2 shoulder surgeries and didn't want to be cut open again.

Event description:
Additional information received from the patient indicated that they had an x-ray that showed the device had moved from the pocket area and could be heard as a tin noise when tapped on. They stated that it was still swollen and sensitive. It was noted that they needed to have their device reseated, but they were trying to wait until they needed a battery change. The patient mentioned that the vertigo was linked to inner ear vestibular migraine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that standard investigation is needed because it was reported that an x-ray showed that the device had moved from the pocket area. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes that the implant had moved from the pocket area. Pli 20: evaluation determined that standard investigation is needed because it was reported that the lead was on the sacral nerve which sent a signal to their brain where the problems were. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the lead being on the sacral nerve and sending a signal to the patient's brain remains unknown. Follow-up was conducted, but no cause was provided. Continuation of d11: product ID 3889-28 lot# va0v67v serial# implanted: 2015-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a revision in 2017. No further complications were noted or anticipated